Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cardiac arrest and subsequently died coincident with automated peritoneal dialysis therapy. The cause of death was the cardiac arrest. The patient was hospitalized for the cardiac arrest, and the patient died on the same day as hospital admission. It was unknown if an autopsy was performed. The patient was connected to the homechoice (hc) and performing apd therapy at the time of the cardiac arrest. It was not reported if the patient was connected to the hc machine at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: upon follow up, it was reported that an autopsy was not performed and there was no death certificate available. The only cause of death that was known is cardiac arrest. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the patient passing away. The device passed the homechoice rite (return instrument test/evaluation) electrical test; however the device failed the homechoice rite functional test. It was determined the failure was not related to the reported issue. An internal and external inspection was performed and found no issues. There was no evidence of fluid or moisture found within the device. The device passed priming sequences and a simulated therapy. The service history revealed no repetitive failures, and no workmanship or process issues, but did reveal a similar complaint. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The service history was further reviewed for potential similar complaints. It was concluded there are no similar complaints to this event. Should additional relevant information become available, a supplemental report will be submitted.